Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and displaying the patient circuit disconnect alarm were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was unable to maintain peep (positive end expiratory pressure), and was displaying the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.